Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient experienced an issue where the cannula was not inserted properly, leading to leakage of medication. Also, lumps were observed at the insertion site at the time of cannula removal. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6005723 in question was manufactured at the reynosa site. Complaint investigation: the reference samples for batch 6005723 were previously tested in complaint (B)(4) on 10/apr/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 6005723 was packaged according to the wi version 17 and packaging in the multivac 10, on 20/feb/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4a06354 was manufactured according to the wi version 59 in the gluing of tubing in the machine sc05 & sc06, on 29/jan/2024, with a total of (B)(4) units. The lot 3l02158 was manufactured according to the wi version 57 in the gluing of tubing in the machine sc05 & sc06, on 20/nov/2023, with a total of (B)(4) units. The lot 4b03411 was manufactured according to the wi version 60 in the gluing of tubing in the machine sc05 & sc06, on 17/feb/2024, with a total of (B)(4) units. The lot 4b00300 was manufactured according to the wi version 60 in the gluing of tubing in the machine sc05 & sc06, on 22/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on 30/jun/2025 against malfunction code evaluated occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6005723 and no more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.